Event description:
The reporter indicated that a 13.2 tmicl 13.2 implantable collamer lens of -11.50/1.0/075 (sphere/cylinder/axis) lens was implanted into the patients eye on an unknown date. The lens was reportedly removed and replaced for a shorter length due to the lens being oversized. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: lens returned in a vial with liquid. Visual inspection found lens haptic torn. Claim#: (B)(4).